Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Unit had cracked display window corner and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer received a button error alarm. Customer was advised insulin pump would need to be replaced. No further information provided.